Manufacturer narrative:
This MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements.e1 full name: (B)(6) clinicthe investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited a noisy image during maintenance. There were no reports of patient involvement.